Event description:
The customer reported via phone call that the insulin pump alarmed motor error and compromised force sensor system. The customer stated that he insulin pump rewound but would not deliver insulin during a set change attempt. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the alarms. She noted that she had dropped the insulin pump a few times, although not recently. She stated that the device had not been exposed to a strong magnetic field. The customer was unable to complete the rewind sequence. She was unable to complete the troubleshoot process due to lack of a new battery with which to test. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed during the displacement test due to a jammed motor gear box. No motor error alarm was noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.